Event description:
The user facility reported that a portion of guidewire coating became damaged during a procedure. The user facility confirmed that: the wire was used initially with no issues; the user was attempting to use the wire a second time when it was noted that the coating had ¿shifted¿; and there was no harm or impact to the patient as a result of the event.

Manufacturer narrative:
(B)(4). Results - is based on evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample conclusion - is based upon evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample the involved device was returned and evaluated by qa at the manufacturing facility. Examination of the device confirmed: the urethane coating had been sheared and separated from the core wire from approximately 315mm from the distal end of the shaft; and the coating was then rolled back on itself in the distal direction exposing the core wire. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. However, the damage to the guidewire coating is most consistent with being caught against a hard, sharp surface (such as the balloon catheter used in combination with the device) followed by withdrawal against resistance. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use with statements such as the following: "do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "do not use the glidewire advantage with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire advantage plastic coating to shear and/or sever the wire"; and "do not use a metal torque device with the glidewire advantage. Use of a metal torque device may result in damage to the glidewire advantage." All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).